Manufacturer narrative:
Device discharged by the hospital.

Event description:
Mitroflow valve dla19 was implanted on (B)(6) 2015. Patient contracted late endocarditis. The valve was explanted after 1.5 years and replaced by cna21 crown. Mitroflow was discarded and is not available for analysis. Patient was discharged.

Manufacturer narrative:
Describe event or problem, initial medwatch inadvertently omitted details of the event.

Event description:
Patient was non compliant and left the country, contracted late endocarditis.